Event description:
It was reported that the fiber tip degraded resulting in end firing, during the photoselective vaporization of the prostate (pvp) procedure, after 110,000 joules of use. There were no difficulties encountered during use that could have contributed to the reported event. There were no signs of prostatic stones being present during the procedure. There was pulsating/modulation observed at the fiber tip. The flow valve was opened and fluid was observed coming out of the metal cap window. Fiberlife courtesy message was prompted on the console. There was no excessive tissue accumulation on the fiber tip however the fiber tip was cleaned during the procedure as needed. No patient or user clinical consequences were reported.